Manufacturer narrative:
Immucor technical support was unable to use a remote electronic connection method to assess files, but copies of the reports were provided by the customer for assessment. On september 5, 2019 a field service engineer inspected galileo neo serial number (B)(4)and found no issues with the instrument. The immucor internal report record number for this report is (B)(4).

Event description:
On august 24, 2019 a customer reported unexpected negative antibody screen results on the galileo neo and galileo echo instruments, resulting in a patient having a delayed transfusion reaction after receiving antigen-positive units.